Event description:
(B)(4).

Manufacturer narrative:
New information received on 2019-08-15: the rotaflow drive was investigated from the maquet service technician with the summary report# (B)(4) on the 2019-06-17: the customer reported "low battery alarm" during transport of a patient after 20 minutes in hospital. Device was fully charged and plugged in at the hospital. Machine ran for 20 minutes and the alarm was duplicated. The battery pack was replaced. Unit passed all functional and safety tests according to factory specifications (see rotaflow checklist). Unit was returned to customer and cleared for clinical use. The failure could be confirmed therefore the 701017188 battery pack was replaced. But no probable root cause possible. Similiar investigation with the same failure see complaint# (B)(4): the exchanged batterypack has been sent to the lce (life cycle engineering) at rastatt (germany) with RMA#35542 dated on 2018-07-24 for investigation. Goods received on 2018-08-14, the investigation was carried out on 2018-12-21. Report#3960 result of the investigation: the battery pack contained 12 defective battery cells, which could be proven by measuring with a multimeter. Since the open circuit voltage was already below 20v before the test, the error of switching off the rfc after 20 seconds could not be traced. Conclusion: on delivery, the voltage was so low that a start-up was not possible. When determining the cause of the error, it was determined that 12 out of 20 battery cells were no longer intact. This could also be the reason why the rfc in the field failed under load. Since the battery pack was already defective on delivery, the error could not be comprehended. The investigation could therefore not be further extended, a most probable root cause could not be determined thus the failure could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Device not returned not eval.

Event description:
Low battery alarm during transport. (B)(4).